Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient states that the pump displayed e7. Patient did not have insulin delivery via syringe available for use. Due to not obtaining insulin, the patient faced high blood glucose readings. Patient was admitted to hospital with a blood glucose level of 600 mg/dl on an unknown blood glucose monitor. Patient received insulin via infusion while hospitalized. The name and dosage of insulin was not provided. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.